Manufacturer narrative:
All available information was investigated and the reported positioning failure of unable to straighten the device was confirmed via returned device analysis and observed a screw was separated from the brake shaft component. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the positioning failures (unable to straighten and curve) appear to be related to the identified screw separation. The separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to straighten the steerable guide catheter. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the femoral vein however when turning the knob, the tip did not straighten. The sgc was removed and replaced with a new another sgc. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.